Event description:
The device was damaged upon delivery and the kink was noticed prior to opening. The product was not used.

Manufacturer narrative:
This product is available for evaluation and a follow up MDR will be submitted upon completion of the device investigation.